Event description:
It was reported that during a bph procedure at 1 minute the fiber cap was damaged the procedure was completed using second fiber/ no injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0-2400-625a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information:at onset of the start of the procedure, the cap blew off. Joules used: 11,515, time expended: 1:11 minutes. The fiber tip was not cleaned during the procedure.